Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: investigation revealed that the battery compartment was cracked and the battery compartment threads were stripped. The battery cap threads were stripped and the battery cap contact height was out of specification. A test battery cap was unable to tighten to the pump, as the cap would get stuck. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the cap was unable to be removed from the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.